Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The hill-rom tech found the siderail latch was sticking. The tech disassembled, lubricated and reassembled the latch to repair the bed.